Manufacturer narrative:
The product was returned and evaluated. Service confirmed burnt trace on the thermage tip surface. The tip passed the flow test and failed the leak test. The tip failed visual inspection for burned trace on tip surface as dielectric breakdown was observed. The tip passed the thermistor test. Functional testing was not performed due to the burned trace on the tip surface. Evaluation of system logs and treatment tip was also completed and these notes have been entered into the case record. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. The plant evaluation is underway.

Event description:
The patient got a burn during the treatment on (B)(6) 2022. After the treatment on the left cheek with 280 shots, the spark occurred from the tip. The doctor stopped and found an epidermis peeling. A user facility reported that a treatment tip sparked at about 280 reps which resulted in epidermal peeling of the patient's left cheek. An available patient picture was reviewed by the medical reviewer and a the issue was not considered a serious injury. Prior to the treatment, the patient was administered an anesthetic to the skin for an hour. No permanent damage or scarring is expected and the patient is getting better. No other treatments (besides thermage) were being performed in the same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days. The highest energy level used was 6j. No system errors occurred, nor was anything out of the ordinary noticed during the treatment. Solta medical croygen and coupling fluid were used during this treatment. The treatment tip surface was inspected prior to use. The treatment tip was not re-inspected t during the treatment. This is the first time this treatment tip was used.

Manufacturer narrative:
Correction: h3 - device evaluated by manufacturer? Changed from "no" to "yes" - no was selected by accident. Service was able to confirm damage to the tip membrane along the radiofrequency trace. Radiofrequency trace damage can cause reports of sparking or flashing during treatment. Investigation found that stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causes arcing and subsequent burn-through of the flex circuit membrane. It was reported the patient was given an anesthetic during treatment. The patient should never be placed under anesthetics during the thermage cpt treatment. The customer must be alert and provide required feedback during treatment. Patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the operator in determining safe and effective treatment levels. Thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. According to thermage cpt system technical user¿s manual burns are a known possible side effect of treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, this event was most likely caused by damage on the tip membrane. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is an existing nc/CAPA opened for this type of complaint.